Event description:
The manufacturer's field service engineer (fse) reported that after replacing the sensor pcb, the unit powers on and cycles but still has constant alarm. There was no patient involvement.